Manufacturer narrative:
17-jun-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via e-mail stated that she had two junior electric toothbrushes. One of them barely held its charge and the other appeared to have a fault where the head pushed onto the metal prong. The prong appeared broken and the head slipped off while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that she had two junior electric toothbrushes. One of them barely held its charge and the other appeared to have a fault where the head pushed onto the metal prong. The prong appeared broken and the head slipped off while brushing. No injury was reported.